Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.50 x 38mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the device failed to cross the lesion and the stent was deformed. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 3.50 x 38 mm stent delivery system was returned for analysis without the stent. The device was returned without the stent. A review of the manufacturing stent profile data was performed and the stent outer "diameter" at the time of manufacture is within max crimped stent profile measurement. The balloon cones were reviewed, and signs of positive pressure applied to the cones were noted. Crimp markings are visible on the exposed balloon wall. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.50 x 38mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the device failed to cross the lesion and the stent was deformed. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.